Event description:
Int'l ((B)(4)) complaint rec'd reporting leakage problem with use of fresnius quinion bloodline tubing set and d1000 tego connectors. It was reported (translated) that "... Tego caps were used on a pt with a jugular catheter. One hr after having reached home, the pt called the doctor to inform that her bikt dressing was full of blood. The pt came back to the facility. When the dressing is removed, the clamp on the arterial branch was closed but was not totally in line with the tubing. .. Leak was noticed on the tego slit." There were no reported adverse pt consequences and or outcomes. The tego connector was in use for two days/ multiple treatments successfully administered.

Manufacturer narrative:
Device return: one (1) used d1000 tego connector was returned for analysis and investigation. Mfrs investigation: visual inspection (pre and post decontamination) was performed. The results recorded evidence of residual blood on the outer sheath. There was a small tear observed on the tip at the slit. Engineering testing and analysis was performed per the applicable product specifications. The results recorded leakage originating from the damage/tear in the slit of the tego. The engineering analysis report noted previous investigations of these types of tego component have been replicated and are attributable to incorrect usage/techniques. A review of the mfg lot build database for lot# 26648632 (mfg date 03/2013) shows 14000 units were mfd., tested, inspected, and released. There were no exception documents generated during the mfg lot build. Findings: one used tego connector was returned and evaluated. Although requested the involved mating hemodialysis catheter/tubing lines were not returned. Engineering testing and analysis of the returned d1000 tego connector replicated leakage condition. The root cause of the leakage issue was attributable to component damages that occurred due to incorrect technique/usage.